Manufacturer narrative:
(B)(4). Additional information: a device history review was also performed, finding that a failure of pulse width reading high was noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: a service history review has been performed and the device has not been serviced by baxter prior to this event.

Event description:
The facility representative contacted baxter to report an I pump which does not alarm when the cover is being unlocked. The event occurred during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device has been receievd by baxter and is currently being evaluated. A follow-up medwatch report will be submitted with the evaluation results or if additional information becomes available.